Manufacturer narrative:
The beckman coulter field service engineer (fse) performed the ion selective electrode (ise) maintenance and replaced the ise tubing 4 and roller pump tubing to resolve the issue. The fse advised the customer to perform maintenance. The system was verified with passing ise calibration, selectivity test and an intra-assay precision test (n=20). Section a2, a4 and a5: information not provided by the customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported low sodium (na) patient results on the ion selective electrode (ise) on their au480 chemistry analyzer (pn b96693 and sn (B)(6)). The customer stated that no error messages were observed on the instrument. Repeat testing was performed and results were corrected prior to reporting out. No adverse event occurred. There was no impact to patient treatment in connection to the event. The patient demographics were not provided.